Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left breast cancer, and capsular contracture; baker grade unknown. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. D4: UDI: as the lot number, serial number and corresponding expiration date for the device involved in the event was not provided, the full UDI is currently not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent revision breast reconstruction surgery with unknown size unknown gel implants smooth on (B)(6) 2014 was diagnosed with breast cancer. Per the information provided, the patient experienced left-sided capsular contracture. The patient underwent bilateral replacement surgery with catalog number shpb480; serial number (B)(6) on the left side, and with catalog number shpb480; serial number (B)(6) on the right side on (B)(6) 2025. Additional information was received on 06-jun-2025. Per the information provided, the patient was diagnosed with breast cancer. No further details have been provided at the time of this review.. The file will be re-reviewed if additional information is received at a later date.